Manufacturer narrative:
No complaint sample has been received for investigation. Quest medical has completed investigation through interviews and analysis of device history records. No device problem was found, however, quest will continue to monitor complaint trends for this complaint condition.

Event description:
It was reported that the patient experienced an instability of vital signs after the device allegedly malfunctioned in not delivering therapeutic drugs and nutrition. The patient vital signs were stabilized once the device was removed.

Manufacturer narrative:
Investigation of the actual device could not be completed because the device was not returned. Manufacturing records for the device were reviewed and there were no manufacturing or quality problems associated with the device lot. The alleged incident was not confirmed as manufacturing related. Quest medical will continue to monitor complaint trends.